Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the rubber keypad came off the pump and the keypad buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/12/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:a visual inspection of the pump showed that the keypad cover was torn over the ok button and the contact was exposed. During testing, all the keypad buttons were responsive. The keypad cover was removed and evidence of contamination was found under the contrast button. Unrelated to the complaint, evaluation revealed a cracked battery compartment.